Manufacturer narrative:
During inspection and testing, service found foreign material lodged in the distal end of the device. The reported issue (leak) was confirmed during testing. There was a leak due to a cut on the bending section cover and damage to the channel. In addition, the grip was shaved, the switch box was dented, the light guide lens was cracked, the connecting tube was buckled and cut due to handling, the adhesive around the objective lens was worn, the distal end was shaved, there was corrosion around the lever arm, and the universal cord was buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there were air/water leaks from the subject device. The subject device was sent to an olympus service center for evaluation and annual inspection. During inspection and testing, service found foreign material lodged in the distal end of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be removed due to physical damage of the subject device. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.